Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4), alleging blood reading as control and observed values of 5.4, 10.0mmol/l, 9.9mmol/l. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (11/03/2014). The patient¿s test strips have been returned on 10/6/2014 and evaluated by lifescan product analysis on 10/21/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were evaluated and found to be misclassified by reporting ¿control solution¿ when blood has been applied to a strip. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.